Event description:
It was reported that the implantable pulse generator (ipg) setscrew detached during implant. An alternate ipg was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw.